Manufacturer narrative:
Batch review performed on 12 august 2020. Lot 180848: (B)(4) items manufactured and released on 22-may-2018. Expiration date: 2023-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved batch reviews performed on 31 july 2020. Cup: versafitcup cc trio 01.26.45.0062 acetabular shell cc trio 62 (k103352) lot 144699: (B)(4) items manufactured and released on 10-oct-2014. Expiration date: 2019-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.232h head biolox option 36 (k131518) lot 177731: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.242a sleeve size l (k131518) lot 176863: (B)(4) items manufactured and released on 10-gen-2018. Expiration date: 2023-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The explanted liner is not marketed in the USA. Clinical evaluation performed by medata medical affairs manager: delayed infection in cementless tha, 16 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed after 1 year and 4 months after primary surgery due to chronic infection. The surgeon revised all prosthesis. The revision was successfully completed via posterior approach and a cement spacer was inserted. The pathogen was streptococcus mitis.